Event description:
A friend/family member reported that the patient's ins replacement was rescheduled due to what they thought was a stroke or transient ischemic attack (tia). It was noted that the replacement was for normal depletion due to higher settings. No troubleshooting or diagnostics were reported. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received

Manufacturer narrative:
The previous device information was the replacement ins and was the incorrect device for this event. The correct device information has been added. If information is provided in the future, a supplemental report will be issued.